Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on (B)(6) 2023, that on (B)(6) 2023, the patient experienced a skin reaction. The sensor was inserted into the abdomen on (B)(6) 2023. It was reported that the patient experienced a skin reaction with itching, burning, rash, redness, and inflammation under the entire patch area, which occurred 5 days after the sensor had been inserted in the abdomen. A photo of the skin reaction in the complaint record was reviewed. The skin reaction was confirmed, consistent of blisters and erythema covering the entire affected area. The reaction was treated with a prescription of mometasone (topical steroid) and clobetasol 20 mg (steroid) and oral prednisone (corticosteroid). There was no documentation of examinations or laboratory test performed. At the time of the report the patient was feeling good. A photograph was provided for investigation. The allegation was confirmed via photographic inspection. The probable cause could not be determined. No additional event or patient information is available.